Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the grip had a scratch; air/water (aw)cylinder and suction cylinder (s-cylinder) had no color; the control unit gets warm, due to shortcut of charged coupled device (ccd) cable; the insulation resistance failed due to chipped on the plastic distal end cover (c-cover);the bending angle in up direction does not meet the standard value, due to wear of angle wire; and the lightguide (lg) lens had a crack. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water (aw)tube, aw cylinder, and the jet tube (j-tube). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.